Event description:
It was reported the patient's system will not communicate with the charger or the programmer. Reportedly the patient has not charged the ipg since sometime before (B)(6) 2010.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and in a field correction.